Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The caster was replaced. No report of patient involvement. UDI: (B)(4).

Event description:
The hospital reported that, while moving the anesthesia machine to another room, the caster broke. There was no report of patient involvement.